Event description:
A surgeon reported that a memory lens iol implanted in patient's eye in 2000 is secheduled for explantation and exchange in the near future due to a defective iol. Requests have been made for additional information. No further information is available at this time.